Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit co2 insufflator is not working, making unwanted noise from the inside. The issue occurred during setup. There were no reports of patient harm.